Event description:
It was reported the patient was convinced the implantable neurostimulator (ins) was causing damage to all electrical apparatus in their direct vicinity. The ins was explanted and the patient wanted the device analyzed. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead; product ID 37082-20, serial # (B)(4), product type extension; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.